Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept turning off and on. The customer did not receive a low battery alert prior to the off no power alert. It was the third occurrence that the customer did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected off no power, display or icon anomalies were noted during testing. The pump passed the self test, displacement test and off no power test. The operating currents were within specification. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.